Event description:
The device was connected to a patient for routine ECG monitoring. The patient was undergoing a surgical procedure to remove a lipoma on their wrist. While being powered by the auxiliary power supply, the device allegedly displayed excessive artifact and the patient's ECG could not be discerned. The operator switched the device to battery power and proper operation was restored. There were no adverse affects to the patient reported as a result of the alleged malfunction.